Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and copies of the images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), as well as the location of stents may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Immediately after the device was removed, pulsatile flow was observed from the access site. Pressure was held, but later the patients had a cold leg. The patient was returned to surgery and collagen was aspirated with a catheter and flow was restore to the leg. It should be noted that the deploying technician did not check the femoral angiogram prior to device usage, and did not deploy under fluoroscopy. Upon review of the groin shot by the cardiva representative, it was determined that: the patient had very long and low placed iliac and femoral arterial stents; the access site showed to be within the stent; it was noted that there was no landing zone outside of the stent; the proximal portion of the stent struts were partially collapsed/not well opposed; and patient had a plaque shelf just above the access. All of which would indicate, that the patient was not an ideal candidate for closure with the vascade device. In addition, the technician noted that there was not much of the closure device outside of the body prior to exposing the collagen, which would correlate with the disc getting caught proximally on the plaque shelf or the stent struts.